Event description:
User facility reports device failed to fire. Customer informed iridex that there was no adverse event or injury associated with this failure.

Manufacturer narrative:
Iridex responded to this incident (dated (B)(6) 2011) upon request from the FDA.